Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign : (B)(6). Source: a cross-sectional study of 300 metal on metal total hip arthroplasties with metal artefact reducing sequence magnetic resonance imaging scanning and longitudinal follow-up at an average of 2 years: high progression rates in patients with established disease under observation leonidas roumeliotis1, andrea pearce1, nicola lyle2, jamie griffiths1, kevin conn1, john britton1, geoffrey stranks1, toby briant-evans1 1trauma and orthopaedics, basingstoke and north hampshire hospital, 2radiology, basingstoke and north hampshire hospital. Concomitant medical products: unknown mom cup. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02897. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient

Event description:
It was reported in a journal article that 104 hips showed MRI imaging evidence of armd during phase 1. Attempts have been made and additional information on the reported event is unavailable at this time.